Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the device experienced "multiple errors" that were found within its event log. From diligence with the reporter, it was further clarified that the errors could not be duplicated, but were related to the "foot pedal not releasing soon enough". It was not stated that this allegation occurred during any sort of procedure, and there was no link to any patient involvement, nor harm/adverse reaction to this reported event.